Manufacturer narrative:
The analysis did show that the head had a dent. This affected the operation of the drive and the backcap button. As a result, the bearings of the drive assembly have been worn which caused unusual friction and hence increase of temperature. It caused also that the back cap button stuck in which caused also high friction and hence heat up of the head. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment on a upper right tooth, the handpiece got hot burned the pt inside right lip. The size of the burn was bout 1/2mm. Patient was given some vitamine e oil. She was told to do warm salt water rinses and to call if she faces complications - she did not call.